Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm constant tone and damage customer's blood glucose at time of incident was unknown mg/dl. The customer stated that pump was not resting. The customer stated constant tone during normal use and it impossible to clear the alarm. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.